Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
It was reported to abbott, a patient had an MRI in (B)(6) 2020. They had since lost their patient controller (pc). As the ipg was still in MRI mode, pairing was unsuccessful by the rep with their clinician programmer or a replacement pc. The patient met with the rep and physician on (B)(6) 2023. The patient reported having an unrelated surgery and the ipg was not put into surgery mode. Date of unrelated surgery is unknown. Ipg was not recovered by cp. The patient wanted to get system explanted instead of replaced because patient never got effective therapy. Per (B)(4) has been created for possible service app mode. Per (B)(4) has been created for ineffective therapy. On (B)(6) 2023, it was reported since the ipg is planned to be replaced with a non-abbott ipg, these record(s) will be closed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
H9 - fsca number corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
¿Date of event¿ is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg was put into MRI mode and MRI mode could not be disabled as patient lost the controller. Troubleshooting did not resolve the issue. Ipg is inoperable. As a result, surgical intervention may take place to address the issue.